Event description:
It was reported that the patient had an open abdomen and was implanted with xcm biologic on an unknown date. No operative information has been provided. At some point post-operative, the patient developed adhesions to internal organs and eviscerated. A subsequent surgical procedure had been planned, but no information has been provided as of the date of this report.

Manufacturer narrative:
Method: the product lot number has not been provided. Therefore, there is insufficient information to evaluate the manufacturing records. No information has been provided about the method of mesh implantation, surgical wound class, concomitant surgical procedures, subsequent surgical procedure(s) or the patient's clinical condition. This information has been requested, but not yet received. If additional information is provided that allows evaluation of this complaint, a follow-up report will be submitted. Conclusion: as of the date of this initial MDR, no conclusion can be made regarding the cause of the adverse events.